Event description:
Consumer reported on (B)(4) that the toothbrush went through the child's cheek after child got out of the bath and was brushing teeth.

Manufacturer narrative:
This event occurred in (B)(6). This has not been confirmed by a medical professional. The product was not returned to manufacturer for investigation, no lot number was given, so an investigation could not be performed. We could not contact the consumer. This particular child's toothbrush is made of flexible material with a rounded head. Upon inspecting another device in this model, engineers have determined that there is no way that the toothbrush could have gone through the child's cheek without the use of excessive force, such as falling with the brush in her mouth.